Event description:
The patient checked their blood glucose on the suspect device and obtained a reading of 166 mg/dl. They displayed symptoms of hypoglycemia and their spouse offered them some sugar. They did not take the sugar due to the reading. Paramedics were called and they were taken to the hosptial with a glucose level of 34 or 40 mg/dl. They were treated with an IV and given food. Level 1 control was used on the system and within range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.